Event description:
The pump was returned for investigation. Investigation revealed the display screen scratched, dim faded pink and contamination under all contact buttons. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the contrast button was intermittently unresponsive and all other buttons responded appropriately. The keypad was intact and not peeling but the symbols were faded. Evaluation revealed that there was contamination present under all contact buttons. The keypad symbols were found to be worn. The display lens was found to be scratched and faded and pink. The bolus button was not functional. Removed bolus button and the center plunger slug was misaligned. Bolus button defect. The battery compartment was found to be cracked. (B)(6).